Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was performed when the issue happened, and procedure completed as planned by using same system. Philips field service engineer (fse) visited onsite and confirmed the table was unlocked during case, unable to perform fluoroscopy. After troubleshooting, fse found issue with hospital network which was caused conflict and giving geometry issue. To resolve the issue, fse removed the internet cable from cy box and checked. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved on the same system, and procedure completed as planned. The hospital network which was caused conflict and giving geometry issue. External network issue that can cause the allura system unable to perform fluoroscopy. The procedure completed as planned, this scenario is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.